Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose level of 29.0 mmol/l. No symptoms were reported at the time of the incident. The customer was treated via manual injection. Troubleshooting was provided. Customer stated cannula was straight. The insulin pump will not be returned for analysis.